Event description:
It was reported to by the field service engineer (fse) during servicing that the battery was found to be defective. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.